Event description:
Graphical field editor is displaying the mlc and the field in the wrong position. User may confuse the position of the central axis (cax) and position the patient inappropriately. Thus, leading to a possible misdelivery of dose to critical structures.